Manufacturer narrative:
Per the tandem user guide: ¿the control-iq technology sleep range is targeted during scheduled sleep times and when sleep is manually started (until it is stopped). During sleep, control-iq technology will not deliver automatic boluses." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl. Reportedly, the customer alleged the pump software gave multiple correction boluses at night resulting in the low bg. Customer consumed carbohydrates to treat low bg. Tandem technical support (cts) performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was due to the customer not using sleep activity during the night. Customer understood and acknowledged. Recommendation was made to discuss diabetes management with a health care professional.